Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative, following-up at the site, reported that none of the surgeon profiles had instruments and that the "instruments at site" option only had 4 instruments. The medtronic representative added the needed instruments to the site and then added them to all the surgeons profiles. Was able to load the head model scan, register the patient multiple times and test instrument accuracy. Shut down the system and repeated the same steps with success. The medtronic representative was unable to recreate the reported issues. (B)(4) 2015 the site reported they have had successful cases since this issue. (B)(4) 2015 upon completion of the software investigation, insufficient information to determine probable cause as the behavior cannot be replicated. No further issues have been reported.

Event description:
A site operating room (or) staff, reported that ten minutes into navigating in an ear, nose & throat (ent) procedure, their instruments stopped tracking. The site representative found there was an emitter communication error and the axiem box status was red. Re-starting the software restored the statuses to green and instruments resumed tracking normally. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.